Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor episode due to noise oversensing on the right ventricular (rv) lead channel. No adverse patient effects were reported. This device remains in service.